Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Physician reported implant rupture and capsular contracture - baker grade IV. Ultrasound and pathology test carried out. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Event description:
Physician reported implant rupture and capsular contracture - baker grade IV. Ultrasound and pathology test carried out. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, g1, h6.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and red particles in the shell. A visual and microscopic analysis was performed which identified: sharp broken on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Physician reported implant rupture and capsular contracture - baker grade IV. Ultrasound and pathology test carried out. Device has been explanted and replaced with a non-allergan device. This relates to the left side.